Manufacturer narrative:
Customer reported that there was a primary audible alarm bgnd test. Tamper seal on bottom case and plunger assembly was broken. Also cracked on bottom case and right plunger case and missing barrel clamp head. Primary audible alarm bgnd test done .unable to duplicate the primary audible alarm bgnd during occlusion test. Unable to determine who caused the problem, the j9 connector was fully seated and properly glued (3 surfaces ? Both side.). Replaced speaker, glued j9 connector (fully seated and properly glued 3 surfaces - both side). Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had primary audible alarm. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue.